Event description:
It was reported in a service report that the footend of the bed was stuck in the up position. The customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Results: power coil cable assembly on the footend failed.